Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert due to non-sustained tachycardia and increased counts to the sensing integrity counter (sic). In addition, the rv lead exhibited high impedance values. The lead was explanted and replaced. No patient complications have been reported as a result of this event.